Manufacturer narrative:
During further investigation (fi), a visual inspection of the customer user interface lcd and lcd cable assembly revealed no signs of damage or contamination. The user interface lcd was installed in an fi user interface assembly. The user interface assembly was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. The control test was performed and failed; the lcd was dim, the brightness control failed. During debugging, the cold cathode fluorescent lamp (ccfl) was found burned out. Due to the damage to the (ccfl) backlight no further testing required. The lcd cable assembly was installed in an fi test ventilator and the user interface assembly was installed in an fi test ventilator. The test ventilator power up from ac and deliver breaths. The control test was performed and passed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer complaint of dim display was confirmed. The burned out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
Philip's field service engineer evaluated the device and confirmed the reported issue. The liquid crystal display, tray, and cables were replaced to address the event.

Event description:
It was reported that the customer was unable to see what was on the ventilator screen. There was no patient involvement. The event date was not specified, estimate used.